Event description:
During routine inspection of unit the biomedical engineer plugged in the unit and it tripped the circuit breaker in the theatre. The engineer then brought the unit to the biomedical engineering department for re-test and when the unit was turned on it tripped the circuit breaker in the room.